Manufacturer narrative:
(B)(4). Date sent: 12/02/2025. D4: batch #351d74. Additional information was requested, and the following was obtained: is the current patient status known? The patient is fine. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.); no, patient was already discharged. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with fourteen gst45b reloads present. The reload (b) was received fully fired. The reloads (c & d) were received unfired. The reload (e) was received partially fired 1/10. The reload (f) was received unfired, with the reload pan bent and partially dislodged from the right proximal side. In addition, 8 double drivers and 2 single drivers missing, making the reload non-functional. The reloads (g - o) were received sterile. The device was tested for functionality in the straight position with a returned reloads (c, d, e, g, h, I, j, k, l, m, n, & o) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. Under the reload (e) condition, it is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Under the reload (f) condition, no conclusion could be reached on what may have caused the reload pan to dislodge. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. Additionally, photos were provided and they showed a reload with the reload pan partially detached. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number, a9703d, and no non-conformances were identified a manufacturing record evaluation was performed for the finished device batch number 351d74, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric bypass procedure, after the gst45b cartridge was inserted for the first time, the stapler jammed. The stapler was removed from the patient, the battery was removed, replaced, reversed, and a new cartridge (same batch) was inserted. The machine jammed again. They opened a new echelon 3000 (same batch as the previous one) and inserted a blue gst45b cartridge from the same batch as the last two cartridges. The machine jammed, and when they inserted the second cartridge, the machine jammed. They performed the rest of the surgery with a competitive device. Only one shot (of the seven shots usually performed in a bypass) was performed with the echelon 3000. Visually, the metal part of one of the cartridges came loose when it was removed from the machine, as did the sled. There was a delay of 45 minutes in the procedure. There was no patient consequence reported. No additional information provided.